Event description:
Event description boston scientific crm received information that this right ventricular lead had exhibited non-capture at maximum outputs and impedances greater than 2000 ohms, resulting in heart rates in the low 40's for the patient. Additionally, the patient had developed chronic atrial fibrillation. Therefore, both the atrial and right ventricular leads were surgically abandoned, and the device was explanted in exchange for a vvi pacemaker and a new right ventricular lead. There was no allegation against the performance of the atrial lead or the device. ,